Manufacturer narrative:
(B)(4). Batch # r5ax6d. Additional information received: was there any patient consequence or change in the post-operative care of the patient as a result of the event? No patient consequence. Investigation summary: the analysis results found that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/3. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete, and the staples were noted to have the proper b-formed shape. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the lap hepatectomy operated by the surgeon, he was using ats45 to fire the portal vein and it was jammed during the first stroke firing. Then he clamped the portal vein to prevent bleeding and opened the ats45 by pressing the releasing button. Finally he used suture to finish the ligation. The reload was found that some of the driver was pushed out, some staple was formed on the portal vein and the knife was pushed out a little bit and cut a little of the portal vein.